Event description:
It was reported that the pt expired. The cause of death was not reported. The pt had lung cancer with metastases to the brain and bone. The reporter indicated that the death was unrelated to the implant device system. The pump contained hydromorphone 5.0 mg/dl; bupivicaine 40 mg/dl; compounded baclofen 200 mcg/ml and droperidol 200 mcg/ml. The pump was programmed to simple continuous at a rate of 0.4999ml.